Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator generated an error which resulted in no power. The ventilator was not in use on a patient at the time of the event occurred.

Event description:
It was reported that the ventilator would not power up. The ventilator was not in use on a patient at the time of the event occurred.